Event description:
The facility reported a colleague infusion pump with failure code 570:320:844:0000. According to the facility, this event occurred during programming/set-up in the labor and delivery unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged failure code of 570:320:844:0000 was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.